Event description:
It was reported that when using the 350mm scissors insert (cev605-3) during a cholecystectomy coelio, the blade came loose, broke, and fell into the patient. It was reported that the event led to a 15-minute increase in surgery time, and risk of losing the blade in the patient. It was reported that all parts were recovered from the patient, and the procedure was completed with the use of disposable scissors.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h11. The 350mm scissors insert (cev605-3) were returned for evaluation. The device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the scissors insert verified the problem statement as confirmed. One of the two blades were broken. The presence of rust at the breakage level was observed, which means that there was an incipient breakage before the final breakage. Root cause analysis: it was determined that the blade was weakened previously, perhaps by a shock from a fall or during cleaning. The blade being weakened gave way during use during surgery. This initial breakage can be seen by carefully observing the instrument before making it available for the operating room.